Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the mega suturecut needle driver instrument was observed to have metal sticking out of the jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis could not verify the customer reported event. The instrument was placed and driven on an in-house system showing 1 use remaining. The instrument passed recognition and engagement test. The instrument moved intuitively with full range of motion was no physical damage. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.